Event description:
Received info that load fill tubing was stopped at 9.8 units multiple times and messages asking for minimum of 50 units of insulin were displayed. Reportedly, the cartridge had been filled with 150 units. There customer's blood glucose level was impacted.

Manufacturer narrative:
(B)(4). The product has not been returned for evaluation. Should new relevant info become available, a supplemental report will be submitted.